Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient's mother stated the pediatric patient felt weak, lethargic and was not able to walk because her bg was high. The cgm was displaying low while the bg meter was showing high. At home, prior to going to the hospital, the patient was given insulin. The patient's mother brought the patient to the hospital. At the hospital, the patient's bg was 700 mg/dl while the cgm was still showing low. The patient was hospitalized until (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.